Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was not returned. There was no damage noted to the tip, balloon, or blades. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination observed that the midshaft was broken at the guidewire exit port and it was noted that the midshaft was stretched for a distance of 0.5mm at either side of the break. This type of damage is consistent with excessive force being encountered during removal of the device from its protective hoop. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that resistance was encountered during removal of the device from the protective hoop.

Event description:
It was reported that a separation of the guide wire exit port occurred. The target lesion was located in the superficial femoral artery(sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion. During preparation, it was noted that the guide wire exit port was separated. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).